Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer has been provided with a replacement battery. The customer's battery was returned to stryker for evaluation. Stryker evaluated the battery at the product analyses center (pac) and the cause of the reported issue of device would not power on was determined to be due to depleted battery. The device was not returned, so the root cause of the depleted battery could not be further established. The battery was archived by stryker.

Event description:
The customer contacted stryker to report that their device would not power on. There was no report of patient use associated with the reported event.